Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is pain.

Event description:
Physician reported right side pain. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one sharp opening and wear abrasion. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening.

Event description:
Physician reported right side pain. The device has been explanted.